Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 204778/203753, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-3138-55, serial number: (B)(4), batch/lot number: 156807/156781, model/catalog description: lead extension kit, 55cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients scs was causing complications. The patient underwent explant procedure. No further information could be obtained.